Event description:
The patient was at home and brought to the hospital because the patient line was leaking from the point where the catheter meets the hub. The line could not be used and needed to be re-wired in a procedure with anesthesia two days later. The line was in place for 36 days when it failed. Photos of the saved device are available. This was the 13th known failure since last fall. We have had two additional failures since the last report, including this event. The other event happened last month and involved a 6 french double lumen catheter. Manufacturer response for 5 french double lumen bard powerline, (brand not provided) (per site reporter): scheduled a meeting with the bard quality team for last month. There is no explanation for these failures.